Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device main's switch would toggle between defib mode and pacer mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the malfunction was duplicated and attributed to the main switch assembly knob. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.